Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that during a shoulder repair the hd arthroscope, 4.0mm, 30 deg, 167mm: with mitek lock was blurry and with possible condensation inside. The case was able to be completed. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-the complaint device was received at the supplier facility and evaluated. The sales rep reported that the device was found to be blurry with possible condensation inside. Per evaluation findings, this complaint can be confirmed. During evaluation, it was found that the components of the device including the distal cover glass/negative, distal tip and outer tube were damaged. There was high voltage flash over from electrode. The issues were resolved with spare parts and the device was found to be working according to the specifications after carrying out the repair activities. User mishandling and/or lack of maintenance can be the most probable root causes of the damages observed, however, a definite root cause cannot be determined with the available information. The damaged components would have caused the device to give blurry image as reported by the sales rep. A manufacturing record evaluation was performed for the finished device serial number (B)(6) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.